Event description:
It was reported to boston scientific corporation on oct 3, 2008, that a contour ercp cannula was used the previous month. According to the complainant, prior to use, the physician was unable to inject contrast medium into the connector. The physician noted foreign material inside the connector. The procedure was completed with another contour ercp cannula. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. The cause of the reported event has not been determined.